Event description:
It was reported that while in the angiography room, the intra-aortic balloon (iab) had been prepped before use. The super arrow-flex (saf) sheath was inserted into the groin area. The user tried to insert the catheter into the sheath; however, "the iab could not be advanced into the sheath at all." After the event, the catheter was exchanged. There were no reported pt complications. Reference MDR #1219856-2010-00008 for the second report involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.